Manufacturer narrative:
Citation: diaz uberti p et al. Pacemaker implant requirement in patients undergoing tavi between 2012-2018 at hospital churruca visca. World society of arrhythmias top congress abstracts 2019. Doi: not available. Earliest date of publish used for date of event (year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding an evaluation of the requirement for pacemaker implantation due to high-grade atrioventricular block in patients who underwent transcatheter aortic valve implantation (tavi). All data were collected from a single center between november 2012 and december 2018. The study population included 26 patients (13 males, 13 females) with a mean age of 77 years. All patients were implanted with the medtronic corevalve. No serial numbers were provided. Among all patients, the peri-procedural and one-year mortality rates were 4% and 23%, respectively. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation due to persistent atrioventricular block within seven days after tavi (8 cases); left bundle branch block (4 cases); and unspecified vascular complications (unknown number of cases). It was reported that none of the cases of left bundle branch block required pacemaker implantation and 2 cases resolved within one year after tavi. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.